Event description:
It was reported that in order to receive therapeutic benefit the patient had to turn stimulation up to where it made him feel nauseous and a "ticking" sensation in his heart. The patient recently had a blood clot in his heart as well. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-45 serial# (B)(4) implanted: (B)(6) 2009 explanted: product type lead; product ID 3778-45 serial# (B)(4) implanted: (B)(6) 2009 explanted: product type lead; product ID (B)(6) serial# (B)(4) product type recharger; product ID (B)(6) serial# (B)(4) product type programmer, patient; product ID (B)(6) serial# (B)(4) implanted: (B)(6) 2009 explanted: product type extension; product ID (B)(6) serial# (B)(4) implanted: (B)(6) 2009 explanted: product type extension. (B)(4).